Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Physician completed the procedure using endoscopy. Customer provided no patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) reported the system was working when he arrived. Fse troubleshot the mis-alignment message reported by the customer and since he found some fluid on the transducer board of the image intensifier, replaced the transducer. If the system does not align correctly, safety interlocks designed into the system will not allow fluoro. Fse tested the system per service checklist and returned the unit to full service.